Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during the revision total hip procedure, the surgeon perforated the femoral cortex with an osteotome after trying to remove the femoral component with the disimpaction device. Plate, screws, and cerclage cables were used to stabilize the fracture. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record (DHR) was reviewed and no discrepancies were found. The surgeon perforated the femoral cortex just distal to the vastus ridge with one of the osteotomes, which was not a complete fracture, and fixed with plate, screws, and cables. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.